Event description:
The hcp reported that athe pt noted pump was alarming 2 days after implant. The device was interrogated and revealed "motor stalled" and "motor stall recovery" messages. The hcp had used a magnet on the programming head initially. After reading the message recommending removal of the magnet, he did not notice any other messages. The logs were reviewed and everything appeared normal. No pt injuries were reported.